Manufacturer narrative:
Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 5 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with gastrointestinal (gi) bleed. Patient experienced shortness of breath and fatigue. Hemoglobin dropped by 2 g/dl in a week. No signs of active bleeding, other than the drop in hemoglobin. Preparation of the colon was inadequate for screening purposes. Colonoscopy revealed old blood/hematin scattered throughout the entire examined colon and into the terminal ileum. It was suspected the patient had an upper gi bleed. Diverticulosis was found in the sigmoid colon. The examination was otherwise normal, with no fresh blood or bleeding source identified. No additional information was provided.